Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pace impedance measurements were observed to be high out of range greater than 3000 ohms on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system and the system could no longer provide rv pacing therapy. As a result, surgical intervention was performed to surgically abandon all the transvenous leads, explant the ICD device and replace the entire system with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.